Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
From product issue (B)(4): wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent gynecological surgical procedures on (B)(6) 2004, (B)(6) 2010 and (B)(6) 2013 and mesh were implanted into the patient. Dates not clarified per product. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.